Event description:
According to the reporter: procedure: gastrectomy. The staples were malformed after firing. This resulted in bleeding along the staple line. More than 30 minutes was used to resolve the issue during manual suturing. The bleeding was stopped and the tissue was closed. No further patient impact or information was reported.